Event description:
The patient reported the dentist's examination noted the patient has been on both nonsurgical and surgical periodontal therapy for the duration of the office visits. The patient's periodontal condition is currently unstable with multiple areas of mobility after beginning the aligner therapy without periodontal condition clearance. Recommended to discontinue aligner therapy to address both the biofilm and mobility conditions. Patient initials: (B)(6). Dob: (B)(6) 1979.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.